Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced high blood glucose level 199 mg/dl event on 24-feb-2026. The patient treated with drank water other than insulin. The event lasted less than one hour. No further information available.